Event description:
It was reported that during the implant it was difficult to advance the electrode through the introducer. It was also reported that there was visible "isolation defect" above the svc coil. The lead was not used. No patient complications have been reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and the outer tubing overlay was breached cut. It was noted that there was blood/body fluid on the outer tubing overlay, the outer insulation was breached cut. Apparent explant damage.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.